Manufacturer narrative:
Ge healthcare has recommended to the hospital to replace the sensor interface board. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Year of manufacture is 1999. Month/date could not be determined.

Event description:
The hospital reported that, during a case, the unit alarmed, affecting mechanical ventilation. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.